Event description:
Customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the memory card needed to be replaced. Memory chip placed on order. It is anticipated installation of this part will return the system to normal operation.